Event description:
The customer reported that the system would intermittently lock up and had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.